Manufacturer narrative:
During the review of DHR, the record states that the product was inspected and accepted for use and met all specified parameters of the inspection process with no associated nonconformance specific to this product issue. The device was not returned as the patient retains the device, and could not be evaluated. Additionally, no images of the device or event radiographs were provided for analysis. Complaint cannot be confirmed. Unknown factors include: patient activity at the time or prior to the event, patient bone quality, the degree of spinal instability, the degree of pseudarthrosis (as reported), patient compliance with post-operative care instructions or if the patient sustained a fall/impact of any sort (no trauma was reported.) These factors dictate the longevity of the implant. Root cause or specific failure mode cannot be determined, but 3 years of cyclical fatigue on an unfused segment may have caused or contributed to this event. Labeling review notes: "possible adverse events... 2. Disassembly, bending, and/or breakage of any or all of the components. 3. Loss of fixation...."

Event description:
Received report from patient. Patient states he underwent 6 level posterior cervical thoracic fixation surgery at c2-t1 on (B)(6) 2019. Patient states he was cleared for normal activity. Reportedly t1 had not fused and the t1 screw fractured 3 years post-op. The device was removed/revised on (B)(6) 2023. On (B)(6) 2023 surgeon attempted a fusion surgery again t1-t2. And most recently the construct was extended four levels from t2-t6. Patient states he is currently doing well but endured pain.